Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per presentation, procedural factors (essential diameter, and reliable venous access) may have contributed to the event. There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported at european association of percutaneous cardiovascular interventions (europcr 2019), through a case presentation, ¿when aortic annulus measurements is not enough¿, (B)(6)-year-old-male patient with severe aortic stenosis underwent a tavi with a 29mm sapien xt valve in aortic position by transfemoral approach. A preprocedural balloon valvuloplasty (bav) was performed. After deployment, the patient had severe hemodynamic deterioration, hypotension and sinus tachycardia. A cardiac tamponade was identified by echo (tte) assessment. An immediate pericardiocentesis was performed with partial recuperation via femoral venous sheath and complete hemodynamic stabilization. Approximately 45 minutes later, with the pericardial drain and venous sheath left, the sheath got blocked by clots and peripheral venous access became non-functional and accidentally dislodged. The patient suffered a hemodynamic collapse and a cardiac re-tamponade and, continuous resuscitation and a new pericardiocentesis (because of dysfunction of previous one) were carried out with the new drain accidentally introduced into the right ventricle. An aortic root hematoma was noted. Therefore, the patient was converted to surgery with an urgent sternotomy performed. However, the patient passed away during the procedure. Per the presentation, there was a perforation of left sinus of valsalva seen during the necropsy.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional follow up with physician revealed that the cause for the aortic rupture was due to patient factors (shape of the calcium, "needle spikes") and one of the spikes may have ¿pierced¿ the aorta.